Event description:
It was reported that "the sealing ring detached from the trocar during the procedure and was retrieved from the pt".

Manufacturer narrative:
The device is not being returned for eval. Without the device, we are unable to investigate the reported complaint. We are considering this complaint closed.